Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the main cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the main cable of the central control monitor (ccm) was damaged. It was found that there were pins pushed in on the base end connection. There was no patient involvement.